Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline and failed to power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) identified that the drawer 4-1 and 4-2 half height (hh) enhanced were failed. Then the fse replaced all the 3 boards due to no lights, after that the power came in. Fse reconfigured, tested drawer in application and recovered it. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the medstation (the station could not be turned on) was confirmed during fse testing. Under work order (B)(4), the fse reported that drawer 5 continued to fail. The intervention was postponed because needed parts (151630 01 and 2x 331392 01). Additionally, drawers hh 4.1 and 4.2 were failing, so the fse replaced three boards because leds were not detected as on and there was no power present. The system was reconfigured, and drawer tests were successfully performed in the application. External inspection detected from the pcba pmc v1.06/v0.09bl hh was received with physical damage in the components c203 and c204, the pcba dwr cntlr v1.10/v1 (s/n (B)(6)) was received with physical damage in the component j402 and the pcba dwr cntlr v1.10/v1 (s/n (B)(6)) was received in good condition with no signs of physical damage, loose components, fluid ingress. Dchu laboratory testing was performed on the dwr cntlr v1.10/v1 (s/n (B)(6)). Dmm tests and functional tests using the hta were carried out, and no anomalies were found. No tests were performed on the pcba dwr cntlr v1.10/v1 (s/n (B)(6)) and the pcba pmc v1.06/v0.09bl hh due to the physical damage detected during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the issue preventing the station from powering on was physical damage to the pcba dwr cntlr v1.10v1 (sn (B)(6)) at component j402 and to the pcba pmc v1.06v0.09bl hh at components c204 and c203.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline and failed to power on. The customer reported that there was a delay in patient care. As per part investigation, it was determined that physical damage to the pcba dwr cntlr. There were no adverse events or injuries reported based on this event.